Event description:
Surgeon reported that a ti click'x locking cap for ti 3-d heads was shown by x-ray to have come loose causing slippage and loosening of the 6.0mm soft rod on the right of the construct. Surgeon explanted construct in 2005.